Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/05/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a pvc case one patient suffered steam pops and cardiac tamponade which was treated pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion and steam pop remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products were used during this study: carto 3 (13478). (B)(4). The device was not returned to bwi.

Event description:
It was reported that during a pvc case a cardiac tamponade was noticed when a steam pop occurred and the patient's blood pressure dropped from 114/85 to 58/46. After given pericardiocentesis and dopamine, the patient was in stable condition. The patient also received pericardial window as a medical intervention. The physician's opinion regarding the cause of the adverse event was patient condition as the patient was old and his tissue was weak. It was also reported that the prior to the pericardial effusion, the patient received cardioversion twice during procedure; the patient was given isopro which was turned off well before the effusion and amidarione which was to treat atrial tachycardia. Settings during the event include: power control, standard parameters were used. 40ohm impedance spike at the time of steam pop. Power at 30w. Contact force average 14g with one brief contact reading at 49g in the middle of the burn period. Flow setting 30ml/min. The total ablation time was 4 min and 49 seconds.